Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 347 mg/dl. An occlusion alarm was observed, and the user was instructed to disconnect, fill tubing, and reconnect, after which insulin delivery resumed. The user also reported not announcing a meal prior to the event. Bg values later returned to range. No medical intervention was required.